Event description:
It was reported that the patient underwent spinal fusion with implant of stainless steel posterior pedicle screw/rod fixation at t3-iliac. It was reported that the surgeon decided against fully threaded iliac screws and instead used multi-axial screws in the iliac. Sometime post-op, the setscrews on both sides backed out of the iliac screws. The patient underwent additional surgery to revise the hardware.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.